Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found two canceled bolus on (B)(4) 2014, with warning of the user set limits of total daily dose being exceeded. No activity outside normal use was observed. The pump powered up to the verify screen with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed with no incidences. Bolus exercises were completed and recorded correctly. The reported bolus issue was not verified in the black box or duplicated in the investigation. Unrelated to the reported bolus issue, the display was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump alerted that the last bolus had been within 15 minutes when the patient attempted to bolus. The reporter stated that the last bolus was delivered a couple of hours ago. Review of bolus history confirmed that no bolus was delivered within 15 minutes of having received the alert. The patient¿s guardian indicated that they have lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.